Manufacturer narrative:
Follow-up #1 date of submission 2/16/2017 ¿ additional information. It was reported that the battery compartment was cracked and there was intermittent power in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump shut down. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. A test battery cap was used for testing. The test cap was not able to fully secure to the pump to maintain an electrical connection. Intermittent power loss was duplicated due to the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.